Event description:
It was reported that balloon rupture occurred. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.